Manufacturer narrative:
External insulation abrasion was noted at 31.2 ¿ 32.8 cm from the connector pin consistent with friction to another device or feature of the patient anatomy. This is consistent with the observation from the field of high pacing threshold.

Event description:
It was reported that a patient presented in clinic for an explant. Patient's right ventricular (rv) lead had a high pacing threshold. No additional information was reported.